Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn on her side. Patient reported in center of the burn was a nickel size raw patch with yellowish, oozing puss. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician agreed she should not be wearing the lifevest while she has skin irritation. Patient also put a band aid over the area. Follow up indicated that the skin irritation is improving.